Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with reflin injection (1 gram, route, frequency, and duration not reported) for the peritonitis event. At the time of this report, antibiotic treatment with reflin was ongoing. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.